Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem user guide: per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose (bg) read as high, however, a specific value was not provided. Customer was using supplies beyond labeling. Tandem technical support educated customer on proper insulin/cartridge labeling. Reportedly, the customer received third party assistance from their doctor who administered a manual injection to address high bg. Customer also reported having ketones. Customer cleared the alarm and resumed insulin therapy.